Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. Are there any photos of the device that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches). Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? Does the surgeon believe there is there an alleged deficiency to the device that led to patient burn and if so why? What generator was being used? What power levels was generator set to? What was the return electrode that was being used? What does the surgeon believe was the cause of the surgical drape to catch on fire? What mode was the generator set to? Can you describe how the endofactor was cleaned throughout the procedure? Where was the location of the burn? What was the indication for surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the excision of temporal mass procedure, the surgical drape caught fire. It was unknown how the procedure was completed. The patient was moved to a burned hospital and is now in ICU.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2022 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what generator was being used? Valleylab/medtronic what was the return electrode that was being used? Medtronic all other information is unknown.